Event description:
Follow up information received from the patient reported that they were concerned because they had increased the stimulation by "almost 100 numbers" over a period of one month. They doctor took an x-ray and the patient was met by the manufacturer's representative where it was explained that it was more than likely the issue was with scar tissue. It was also explained to the patient not to worry about the numbers as such as if they sometimes needed to increase it "it is okay". The doctor confirmed via the x-ray that there was scar tissue. The patient stated that after meeting with the doctor and representative they were "100% emotionally better". If additional information is received, a follow up report will be sent.

Event description:
Information received from patient reported that they had a loss of stimulation from their implantable neurostimulator (ins). The patient stated that when they put "the numbers in" they had to "keep increasing it and increasing it". They noted that as the day goes on, "the impulses get less and less" and caused a problem for their pain. The patient reported that they had a fall the other day where they fell on all fours. They had no recent medical tests or other emi environmental exposure. When the programmer was synchronized to the ins it showed the patient was on program 1 at 3.50 volts (they used to be at 2.90 volts). The patient stated they had never had the stimulation this high before. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.